Manufacturer narrative:
Device analysis indicated device failure.

Manufacturer narrative:
This report is submitted on oct 14, 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (specific date not reported) resulting in sound quality reduction. The device was explanted on (B)(6) 2021 due to suspected device failure and the patient was reimplanted with a new cochlear device during the same surgery.